Event description:
Additional information received reported that the cause of the short was not identified. Reprogramming was done to look for a different contact. The patient outcome was unknown.

Event description:
It was reported that low out of range impedances were measured on electrodes 1 and 2. Impedances of c-1 and c-2 were measured to be around 635 ohms and everything with contact three was measured to be around 1000 ohms. The patient was programmed to c+, 1-, 2- with a pulse width of 60 and a rate of 100 hz. There were no therapy or device issues and the patient was getting good therapy response. The patient had no side effects or rigidity. A longevity calculated estimated elective replacement indicator (eri) at 3.96 years and end of service at 4.21 years. The ins battery voltage was 2.96v at the time of this report and at the time of the patient¿s last visit on (B)(6) 2014. Reprogramming was attempted, but the patient¿s walking was not as good on contact 2 and 3 and they had face pulling on 0 and 1. The patient had a follow up appointment in a month. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0217054v, implanted: (B)(6) 2002, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# va04fbp, implanted: (B)(6) 2012, product type: lead. (B)(4).